Manufacturer narrative:
Investigation summary: bd received five (5) samples and one (1) photos for investigation. The photos were reviewed and the indicated failure mode for incorrect cap color was observed. Additionally, the five (5) customer samples along with one-hundred (100) retention samples from bd inventory, were evaluated by visual examination and the issue of incorrect cap color was observed on the customer samples, but not in retention samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes the tube has a blue cap instead of clear one. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: ¿the tube has a blue cap instead of clear one.¿